Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported on behalf of healthcare professional "leak at the seam of expander". This record is for unknown side. The device was discarded.

Event description:
The device was not implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ broken device and deflation: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.